Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the lead was stretched. It was also noted that there was blood in/on the helix mechanism and the lead was damaged at implant.

Event description:
It was reported that during an implant, the lead was attempted because the physician felt the lead did not handle properly and was sticky. The lead was not able to get into a suitable position. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.